Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2013 by implanting surgeon due to exposure of tape at (B)(6) medical center. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to sling exposure at (B)(6) medical center. It was reported that patient concurrently underwent total laparoscopic hysterectomy and enterolysis.